Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vision blurred ("blurry vision"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), depression ("depression"), urinary tract infection ("urinary infection"), fungal infection ("yeast infections"), mood swings ("mood swings") and migraine ("severe migraines"). The patient was scheduled to undergo a surgery (hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, vision blurred, alopecia, dyspareunia, fatigue, depression, urinary tract infection, fungal infection, mood swings and migraine had not resolved. The reporter considered alopecia, depression, dyspareunia, fatigue, fungal infection, genital haemorrhage, migraine, mood swings, pelvic pain, urinary tract infection and vision blurred to be related to essure. The reporter commented: at the time of the report, patient was scheduled to undergo a hysterectomy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: fallopian tubes were occluded. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding / unusual bleeding") in an adult female patient who had essure (batch no. E13074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included acute vaginitis. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced vision blurred ("blurry vision"), alopecia ("hair loss"), fatigue ("fatigue"), depression ("depression"), urinary tract infection ("urinary infection"), fungal infection ("yeast infections"), mood swings ("mood swings") and migraine ("severe migraines"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse / painfull sex") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vision blurred, alopecia, dyspareunia, fatigue, depression, urinary tract infection, fungal infection, mood swings and migraine had not resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression, dyspareunia, fatigue, fungal infection, genital haemorrhage, migraine, mood swings, pelvic pain, urinary tract infection and vision blurred to be related to essure. The reporter commented: at the time of the report, patient was scheduled to undergo a hysterectomy on (B)(6) 2017. Right tubal ostium- trailing coils in uterus-3; left tubal ostium -trailing coils in uterus-3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding / unusual bleeding") in an adult female patient who had essure (batch no. E13074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included vaginitis. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced vision blurred ("blurry vision"), alopecia ("hair loss"), fatigue ("fatigue"), depression ("depression"), urinary tract infection ("urinary infection"), fungal infection ("yeast infections"), mood swings ("mood swings") and migraine ("severe migraines"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse / painfull sex") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vision blurred, alopecia, dyspareunia, fatigue, depression, urinary tract infection, fungal infection, mood swings and migraine had not resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression, dyspareunia, fatigue, fungal infection, genital haemorrhage, migraine, mood swings, pelvic pain, urinary tract infection and vision blurred to be related to essure. The reporter commented: at the time of the report, patient was scheduled to undergo a hysterectomy on (B)(6) 2017. Right tubal ostium- trailing coils in uterus-3. Left tubal ostium -trailing coils in uterus-3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Lot number added. Event cramping added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.